Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating that the user attempted different EKG cables and the same EKG cables on different monitors. EKG cable output will not work. The device was in use; however, no patient or user impact was reported.